Manufacturer narrative:
Additional information was obtained and it was determined that the abdominal pain experienced by the customer was not caused by the pump. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 57 mg/dl resulting in abdominal pain. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.